Event description:
Device has been discarded.

Manufacturer narrative:
A medwatch trigger was updated after the previous medwatch was submitted, therefore the system generated an additional medwatch. No further information has been received that indicates the need of a follow up medwatch report.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extrusion".

Event description:
Healthcare professional reported left side noted as ¿extrusion.¿ device has been explanted.